Event description:
A customer from (B)(6) reported to biomérieux a false susceptible ceftazidime result for an escherichia coli sample in association with the vitek® 2 ast-n239 test kit (lot 6390385403). The customer reported the test was repeated more than once and the same results were obtained. The escherichia coli sample was obtained through a 24 hour aerobic macconkey media culture at 37ºc. The customer stated no incorrect result was reported to a physician and the patient was not impacted. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) had reported to biomérieux a false susceptible ceftazidime result for an escherichia coli sample in association with the vitek® 2 ast-n239 test kit (lot 6390385403). An internal biomérieux investigation was performed. The customer submitted the isolate for further evaluation. Identification was confirmed, and testing was performed on the three (3) customer lots of ast-n239 cards, along with a random lot. Agar dilution (ad), which is the reference method for caz, was also performed. For all three (3) isolates, mics=4 were obtained on all card runs, which were corrected to resistant by aes due to the proposal of esbl phenotype. Ad gave intermediate mics=8 for all three (3) isolates. Though this is a minor category error, card and reference mics are only one (1) doubling dilution apart and are in essential agreement. Vitek 2 ast-n239 cards are performing as expected, and no further action is necessary.